Event description:
It was reported that the angioguard would not flush during preparation of the device prior to use. The customer did not notice any damage to the product. According to the information provided, proper technique was used; however, it is possible that the position of the tech's fingers during flush may have contributed to the difficulty experienced.

Manufacturer narrative:
The product was returned to cordis for analysis. The reported flushing difficulty could not be confirmed, however, a damaged bullet coil area (uncoiled) and bends and kinks in the guidewire were noted. As received, the specimen wire does not present any obvious indications of manufacturing defects or anomalies. The deployment delivery sheath presents no defects or anomalies. Note, accurate measurement of the distal region dimensions of the deployment sheath is suspect, as the filter assembly appears to have (at one time) been seated within the sheath, and the ldpe material (like the rest of the returned specimen device) has been subjected to decontamination. As received, the "bullet coil" portion of the distal coil segment is damaged by unk cause. Numerous bends/kinks are present in the ecgw device. This bend/kink damage is not addressed in the complaint documentation; such as, cause and timing of the bend/kink damage cannot be determined without further information. When tested for function, the filter membrane fully seats within the large diameter of the deployment sheath; when properly seated within an appropriate introducer assembly, it is possible to flush the sheathed ecgw assembly the entire length of the deployment sheath. As such, the complaint that "during prep the physician noticed that the angioguard would not flush" could not be confirmed. Review of the device history records does not indicate any manufacturing defects or anomalies. At this time, handling is the most likely root cause for the event as reported. These observations and speculations are based on the evidence presented by the sample article and limited information provided by the supporting documentation. No corrective action will be requested at this time because the reported complaint does not appear to be manufactoring related. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary. It is possible for damage of this type to occur if the wire is pulled out of the hoop/introducer assembly incorrectly/backwards by the distal tip. The product was not returned to cordis inside the hoop/introducer assembly. Although this is speculation, it is possible that the customer removed the wire from the hoop to determine the cause of the "flushing difficulty" and damaged the wire during removal.